Manufacturer narrative:
Console was tested pre-treatment as part of set up and no issues were noted. The patient had pre-existing conditions and there is no indication that the incident was caused by the product. A review of production records for this unit did not note any manufacturing nonconformances that would contribute to a product event.

Event description:
It was reported that patient coded about 2 hours and 45 minutes into dialysis treatment with one hour left. The patient's blood was rinsed back. The patient had been observed to have trouble breathing and a read on blood pressure could not be obtained. Rapid response was called; however, the patient passed away. Death was concluded to be related to existing heart and respiratory conditions and was not believed to be device related.